Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead was performed. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2011; d314drg, implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient had their implantable cardiac defibrillator (ICD) and leads removed due to vegetation on the leads. The system was replaced two months later. No further patient complications have been reported as a result of this event.